Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cranial software was updated. Navigation was tested with both optical and em and the system working normally. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively during the plan task of a cranial resection procedure, after registering the patient with tracer, the site went back to the planning stage and the software exited unexpectedly and the screen was showing the same information without doing anything. Technical services advised the site to pres ctrl+atl+backspace so the application could restart. After doing this, the system showed the main screen, the site chose the cranial application, the site recovered the registration and continued with navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Device evaluation: the software was analyzed by the manufacturer. Analysis found that this issue was caused by a software fault.this issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer boots normally to the application screen. There was no failure found with the returned computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a manufacturer representative went to the site to test the equipment. It was reported that the computer was replaced and the software was installed on the new computer, at which time the system was confirmed to be fully functional. System checkout performed successfully. Previously provided this information in related event under 1723170-2018-04650 seq. 001. If information is provided in the future, a supplemental report will be issued.